Event description:
This report is based on information provided by philips remote service engineer and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart mrx indicating that the battery was exhausted. Remote support from the customer care solution center was received, during which it was determined this was a malfunction of the battery. The customer ordered a replacement battery in order to resolve the reported issue. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was a malfunction of the battery. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. A review of the risk management file was performed, and the potential severity of s3 has been identified in the risk document. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The customer ordered a replacement battery in order to resolve the reported issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.